Manufacturer narrative:
The manufacturer previously reported a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's system board and oxygen blending module harness were replaced to address the issue. The system board and oxygen blending module were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module were functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : third party field service center.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's system board and oxygen blending module harness were replaced to address the issue.